Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation; however, these photos do not show luer adapter samples with the reported complaint defect. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5234583, for the indicated failure mode: sleeve function. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 5. It was reported while using bd vacutainer® multiple sample luer adapter, an unspecified number of devices had the sleeve tear during use and blood leaked from the non-patient end of the device. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 5. It was reported while using bd vacutainer® multiple sample luer adapter, an unspecified number of devices had the sleeve tear during use and blood leaked from the non-patient end of the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.